Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched alarm, which was reproduced. Evaluation found the upper auxiliary flex not properly seated in the input/output printed circuit board. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum infusion pump had a constant door fail and the device was stating that the door was not closed. It was also reported that there was no patient injury.